Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance (dcdc-7) was observed on both system and normal mode diagnostics. No known surgical interventions have occurred to date.